Event description:
It was reported that during an unspecified gastro-intestinal (gi) stenting procedure, the wallstent 10mm x 60mm "stent could not deploy or open". The intended implant site for the stent is unk. It is not known how the procedure was completed. The pt's status is unk.